Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 694765 implantable tachy lead 2012 (B)(6). (B)(4).

Event description:
It was reported that the device did not meet the expected longevity and reach recommended replacement time (rrt) quickly. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data was collected from the device and analyzed. The save to disk primary finding noted the battery indicator signifying that it is time for device replacement. Elective replacement indicator (eri) date (B)(6) 2013. Patient alert on the same day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.